Manufacturer narrative:
Event date is estimated. A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2023 during which the existing lead was repositioned. Therapy was restored post-operatively.